Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via a change in intrinsic morphology. Technical services discussed some programming options. These options will be reviewed with the physician. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.